Event description:
The patient had a wilson-cook percutaneous endoscopic gastrostomy tube to receive enteral nutrition. The feeding tube exhibited an "eroding" appearance and was replaced. Information regarding the amount of time the feeding tube was in place was requested from the initial reporter, but was not provided. No patient injury was reported.